Manufacturer narrative:
This report now reflects only one patient who was further identified by their receipt of an additional pneumatic retinopexy procedure in order to repeat the gas bubble instillation. The second of the two originally reported patients is now documented under manufacturing report number 1610287-2017-00069. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarified that one of the two originally reported patients required and received an additional pneumatic retinopexy procedure in order to address the previous bubble instillation with short duration. No further patient impact information is known.

Manufacturer narrative:
To correct the component code which should not have been previously reported as a regulator. The third party contract manufacturer indicates that a review of confirmed complaints showed no trend for sulfur hexafluoride acting like air. No further information was able to be obtained from this customer. With no additional, related information provided, the customer's reported event was not able to be confirmed. The surgical console has an auto gas fill option that is used to fill a syringe with a specified ophthalmic gas. The ophthalmic gas bottles must be connected per the color coding scheme as indicated in the console's operator¿s manual. The color scheme of the gas bottles must be used with the console's correspondingly red and blue connectors respectively. The user is required to make the appropriate selection of gas before proceeding. There is no evidence contained within the reported information at this time that indicates the design or performance of the ophthalmic sulfur hexafluoride gas contributed to the event reported. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that ophthalmic gas behaved like air after being used in two patient procedures. Patient impact information is unknown. Additional information has been requested.